Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/13/2022. H6: appropriate term / code not available (e2402) utilized to capture digestive problems additional b5 narrative: it was reported that following the procedure, patient experienced abdominal pain, digestive problems, scar tissue, dense adhesions, and hernia recurrence. It was reported that the patient underwent mesh removal on 1/28/2014 due to infection and inflammation.